Manufacturer narrative:
The device has not been returned. Therefore, no analysis or testing has been done. The event of inadequate tissue ingrowth is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported seri surgical scaffold was placed in the right breast during mastopexy on (B)(6) 2014. Post-implantation, the device "did not absorb", and was removed on (B)(6) 2016.

Manufacturer narrative:
Investigation has determined that the information submitted in medwatch report 8020862-2016-00032 was duplicated in this report. All additional information regarding this device will be submitted under this report number 8020862-2016-00032.

Event description:
Investigation has determined that the information submitted in medwatch report 8020862-2016-00032 was duplicated in this report. All additional information regarding this device will be submitted under report number 8020862-2016-00032.